Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit displayed a gas device error message and couldn't get a reading. The customer tested the unit on a simulator, and the issue remained. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation the reported issue was duplicated. The root cause for the reported issue was determined to be failure of the pump. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: the cusotmer replied and stated that the device was connected to a nihon kohden csm-1502, serial # (B)(6) additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: bedside monitor (bsm): model #:cu-152ra. Serial #: (B)(6). Device manufacturer date: 06/20/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this multigas unit displayed a gas device error message and couldn't get a reading. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this multigas unit displayed a gas device error message and couldn't get a reading. The customer tested the unit on a simulator, and the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that the device was connected to a nihon kohden csm-1502, serial # (B)(6). Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: bedside monitor (bsm): model #:cu-152ra. Serial #: (B)(6). Device manufacturer date: n/a. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.

Event description:
The customer reported that this multigas unit displayed a gas device error message and couldn't get a reading. There was no patient injury reported.